Event description:
It was reported by the customer "the groshong 5fr double lumen catheter began to leak at the connection between the distal and proximal routes (lumens). Patient was on a continuous infusion of medication and had no resistance, it started in one route and then happened in the other. The PICC line was removed." No other information was provided. Additional information provided 04/25/2023: the patient in question was using vasoactive drug, dobutamine, and had losses due to the leak that occurred between the distal and proximal part of the catheter, there was no resistance or obstruction of the catheter. We had to pull out the PICC catheter and puncture it again. Patient in need of passing a silicone catheter. Need for immediate peripheral venipuncture and then implantation of a centrally inserted central catheter. There was damage to the patient as he was receiving dobutamine through the catheter and there was drug leakage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheter tubing is confirmed. One 5 fr d/l groshong catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned groshong catheter. Nothing remarkable was observed during an initial visual inspection of the returned device. A functional test of pressurizing the catheter and infusing water into each luer using a 12 ml syringe revealed the catheter to leak from the extension tubing for each lumen where the luer connects with the white sleeve. A tactile evaluation of the tubing of the returned device for each lumen revealed the tubing to exhibit tensile weakness. The tubing on the white luer side of the device detached from the rest of the white comrpession tube during a tactile evaluation. A microscopic observation revealed a granular fracture surface of the broken extension tubing with longitudinal stress marks along the tubing. These marks along with the tensile weakness corresponds with tensile failure of the device. The complaint of the returned catheter leaking from the tubing is confirmed. This is likely due to excessive tensile forces on the extension tubing that may cause the device to break. Evidence of tensile weakness was observed during a tactile evaluation and microscopic observation of the device. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "the groshong 5fr double lumen catheter began to leak at the connection between the distal and proximal routes (lumens). Patient was on a continuous infusion of medication and had no resistance, it started in one route and then happened in the other. The PICC line was removed." No other information was provided. Additional information provided 04/25/2023: the patient in question was using vasoactive drug, dobutamine, and had losses due to the leak that occurred between the distal and proximal part of the catheter, there was no resistance or obstruction of the catheter. We had to pull out the PICC catheter and puncture it again. Patient in need of passing a silicone catheter. Need for immediate peripheral venipuncture and then implantation of a centrally inserted central catheter. There was damage to the patient as he was receiving dobutamine through the catheter and there was drug leakage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer "the groshong 5fr double lumen catheter began to leak at the connection between the distal and proximal routes (lumens). Patient was on a continuous infusion of medication and had no resistance, it started in one route and then happened in the other. The PICC line was removed." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.